Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a recurrent loss of prime warning had occurred even with appropriate troubleshooting steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the black box showed a loss of prime warning with low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was found to be within specifications. The pump case was removed for further investigation and the force sensor pins were found to be seated and the solder connections were intact. There was no evidence of cracked force sensor traces. The returned battery cap was used during the investigation.